Event description:
Revision surgery - due to dr. Chose to implant his baseplate on power. He powered the baseplate in and then while fine tuning the baseplate with the black ratchet and 3.5mm hex approximately 95% of the baseplate snapped off in bone. Dr. Decided to leave the portion of the 6.5mm central screw in the patient, re-drill, tap and implant a 2nd baseplate in the glenoid. There was little delay in surgery and the surgery was completed as planned.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.